Manufacturer narrative:
Adverse event - other - cerebral stroke. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational database study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 75, gender- (male- 45; female- 29), age (mean age)- 64 years pre-operative diagnosis- degenerative disease (29 patient), trauma (33 patient), deformity (2 patient), failed fusion (7 patient), tumor (2 patient), infection (2 patient). Procedure- anterior cervical corpectomy and fusion (accf), posterior spinal fusion (psf), anterior cervical discectomy (acdf), open reduction internal fixation (orif) as per clinical study it was reported that a total of 75 patient met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of spinal devices. Based on the charted diagnoses, patients were stratified into one of five evidence groups for analysis: degenerative disease (29 patient), trauma (33 patient), deformity (2 patient), failed fusion (7 patient), tumor (2 patient), infection (2 patient). 29 patients diagnosed with degenerative disease with 3 months follow-up that and 23 patients had radiographic notes specifying fusion status. Successful fusion was noted for 4 of the 23 patients. 33 patient diagnosed with trauma with 3-months follow-up timepoint. 20 patients had radiographic notes specifying fusion status. Successful fusion was noted for 8 of the 20 patients. The 2 patients treated for deformity had radiographic notes specifying fusion status. No fusion was noted for the 2 patients. 7 patients diagnosed with failed fusion, 5 had radiographic notes specifying fusion status. Successful fusion was noted for 1 of the 5 patients. The 7 patients treated for failed fusion, 5 had radiographic notes specifying fusion status with 3-months follow-up time point. Successful fusion was noted for 1 of the 5 patients. The 2 patients treated for tumor had radiographic notes specifying fusion status with 3-months follow-up time point. Successful fusion was noted for 1 of the 2 patients. None of the 2 patients treated for infection had radiographic notes specifying fusion status with 3-months follow-up. In the degenerative disease group, 21 of 29 patients were recorded as having an ae. In total, 57 aes were recorded across 35 different types of aes. 1 patient had stroke and died. The serious aes of stroke and death were identified in the same patient, where the patient expired secondary to a postoperative cerebellar stroke. These serious aes are not anticipated to be caused by the device. In this retrospective observational study, clinical data for fusion status was limited to 3-months follow up, a time point that is too early for final fusion assessments. Longer follow-up duration and an increased sample size will be required to obtain a more conclusive picture of the device¿s performance in aiding fusion.